Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse event and for product replacement information, concerned a (B)(6) male of unknown origin. Medical history included cataracts. Concomitant medications included insulin glargine and metformin for unspecified indications. The patient received insulin lispro (humalog) via cartridge through humapen memoir demonstration reusable device, 30 to 32 units with meals, for the indication of type 2 (diabetes mellitus) beginning on an unspecified date a little over one year ago (approximately 2010). The patient was absent minded (onset date unknown), but was reportedly never diagnosed with any memory problems. He also had trouble reading the lot numbers (date unknown). On an unspecified date, the patient received a humapen memoir demonstration reusable device that a nurse had reportedly used for demonstration purposes on several different people in a clinic. The patient stated the nurse had used the humapen memoir demonstration reusable device on so many people that when the patient received the device, the free sample sticker on the device had been worn. It was also reported the nurse had changed the needles in the holder. Due to the reuse of the humapen memoir demonstration reusable device, the patient subsequently had a slight possibility of possible exposure to different forms of (B)(6). Treatment for the events was not reported. Two days ago on (B)(6) 2011, the patient received a letter from the clinic and was advised to stop using the pen immediately and to present to the clinic for blood testing. The patient was expected to present to the clinic for blood testing on (B)(6) 2011. It was unknown if the patient recovered from the events. Insulin lispro was continued via unknown formulation. The patient was the operator of the device. The patient had been trained on device usage by a clinic nurse. General device model duration of use and reported device duration of use was approximately one year. The reported device was not returned to the manufacturer. Update 08sep2011: additional information received from the initial reporter on (B)(6) 2011. Updated device model. Added age, history and non serious events of absent minded and visual impairment. Corrected device causality value for event term of exposure to contaminated device. Case and narrative updated with new information accordingly. Edit 30nov2011: upon internal review, it was determined that the onset of the events preceded the occurrence of the product complaint; therefore, product complaint (B)(4) was removed from the case. Narrative updated accordingly. Update 06dec2011: additional information received on 05dec201. Added the device specific safety summary and manufactured date for the device; added the information that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative. Edit 14dec2011: upon internal review, amended device medwatch info area responses.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the reporter, who was also the patient, contacted the company to request another device. He stated a clinic nurse provided him with a sample memoir device (lot number 0805c01, manufactured in 2008) previously used by other patients. He was advised by the clinic to stop using the pen and obtain blood work because of concerns for contamination. He used the device for over one year. There was no product complaint and the device was not returned for investigation. There was evidence of improper use. The patient received a sample device, from a clinic, which had been previously used on different diabetic patients. It is unclear if users shared insulin cartridges. This improper use may be relevant to the event. The core user manual for the reported device with lot number 0805c01, which was manufactured in 2008, included the directions for use statement "'do not share you pen or needles." The core user manual was updated in 2010 to include "do not share your pen or needles as this may risk transmission of infectious agents." Final comments from manufacturer: product was not returned. Therefore, root cause cannot be determined.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(6). This spontaneous case reported by a consumer, who contacted the company to report an adverse event and for product replacement information, concerned a (B)(6) male of unknown origin. Medical history included cataracts. Concomitant medications included insulin glargine and metformin for unspecified indications. The patient received insulin lispro (humalog) via cartridge through humapen memoir demonstration reusable device, 30 to 32 units with meals, for the indication of type 2 (diabetes mellitus) beginning on an unspecified date a little over one year ago ( approximately 2010). The patient was absent minded (onset date unknown), but was reportedly never diagnosed with any memory problems. He also had trouble reading the lot numbers (date unknown). On an unspecified date, the patient received a humapen memoir demonstration reusable device that a nurse had reportedly used for demonstration purposes on several different people in a clinic (associated product complaint (B)(4)/lot number reported as 0805c01). The patient stated the nurse had used the humapen memoir demonstration reusable device on so many people that when the patient received the device, the free sample sticker on the device had been worn. It was also reported the nurse had changed the needles in the holder. Due to the reuse of the humapen memoir demonstration reusable device, the patient subsequently had a slight possibility of possible exposure to different forms of (B)(6). Treatment for the events was not reported. Two days ago on (B)(6) 2011, the patient received a letter from the clinic and was advised to stop using the pen immediately and to present to the clinic for blood testing. The patient was expected to present to the clinic for blood testing on (B)(6) 2011. It was unknown if the patient recovered from the events. Insulin lispro was continued via unknown formulation. The patient was the operator of the device. The patient had been trained on device usage by a clinic nurse. General device model duration of use and reported device duration of use was approximately one year. It was unknown if the reported device was returned to the manufacturer. Update (B)(6) 2011: additional information received from the initial reporter on (B)(6) 2011. Updated device model. Added age, history and non serious events of absent minded and visual impairment. Corrected device causality value for event term of exposure to contaminated device. Case and narrative updated with new information accordingly.